Event description:
It was reported that a continuous glucose monitor (cgm) error occurred. There was no adverse impact to the customer's blood glucose level. The customer worked with technical support to reset the pump, which resolved the error, and they successfully started a new sensor session.